Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third-party laboratory for additional microbiological testing. In the result of the additional microbiological testing, the subject device tested positive for bacillus (1 cfu/endoscope), but the testing result cleared (B)(6) guideline. The manufacturing record (DHR) of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for the microbes as follows: the suction channel: rhodococcus sp. (>100cfu/100ml). The subject device had been brushed manually using a non-olympus cleaning brush(nova light systems) and disinfected using non-olympus automated endoscope reprocessor (wassenburg, wd440) with peracetic acid (endo-high paa). There was no report of patient infection associated with this report.